Manufacturer narrative:
Device code 2017/against resistance. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. After deployment, it was reported that the stent balloon was difficult to remove after being deflated and use of force was applied. It should be noted that the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. It is unknown if the IFU deviation contributed to the reported event. Additionally, it was reported that negative pressure was held for 3-4 seconds prior to retracting into the guide catheter. It should be noted in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. It is possible the IFU deviation contributed to the reported difficult to remove. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, factors that may contribute to difficulty removing the device post-deployment may include, but not limited to, damage to the balloon, stent wall apposition, anatomical conditions, deflation technique, insufficient support or interactions with other devices. In this case, it is possible that the deflation technique contributed to the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous and 90% stenosed left anterior descending (lad) coronary artery. The 3.0x38 mm xience prime stent delivery system was inflated once and the stent deployed at nominal pressure. After deployment, it was found that the stent balloon was difficult to remove after being deflated. Negative pressure was held for 3-4 seconds. The balloon was ultimately removed by using force and the push/pull method. The stent was apposed well per the angiography. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Subsequent to filing the initial MDR, 16 sterile devices were received and tested for deflation time in the returned goods lab and evaluated for balloon shape after deflation. All 16 devices met deflation time specification. There are no specifications for balloon shape, specifically ¿flatness¿, post deflation; therefore, balloon deflating flat is acceptable for xience prime. An additional 11 units were also received and tested for deflation time and met specification. Therefore, there is no indication of a product issue with the sterile devices.

Event description:
N/a.